Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The unit had a broken display.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the pcb power inlet was damaged, causing no display, which confirmed the original complaint issue.

Event description:
The unit had a broken display.